Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 300s and ketones. Water was consumed to treat ketones and site change and boluses were administered to treat bg levels. Reportedly, customer is not currently using pump and has reverted to manual injections temporarily. System check with tandem technical support indicated pump was performing as expected. Recommendation was made to consult with health care provider to discuss infusion set options.